Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgeon manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was failed the fiber test on the rolling loop. After further investigation the rolling loop was found tangled causing the fiber to fail and had to be cut to continue the test. The rolling loop fiber was replaced with a new one and the error cleared. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported, that during a da vinci-assisted gastric bypass surgical procedure. The system generated a non recoverable fault, with universal surgical manipulator (usm)1 alarming red. Prior to calling technical support, the system was restarted twice, with emergency power off (epo). And hard power cycled the second time. These actions did not resolve the problem. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed, error 319 pointing to axes controller (acc) in the usm 1. The customer disabled usm 1 to resume the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting, a non recoverable fault. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. Ld cover was installed, grip pads were replaced and boom cover adjusted. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding was confirmed, based on the field evaluation, which indicates that the device did contribute to the customer reported issue.